Event description:
The orbit rdfl complex fill coil (638cf0824/15204575) stretched during insertion into micro catheter.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The orbit rdfl complex fill coil ((B)(4)) stretched during insertion into sl-10 (mc -boston) microcatheter. After the event, the coil and delivery system was removed from the patient without any issues. During insertion through the proximal shaft resistance was met, and additional force was utilized to advance the coil/delivery system. An adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and steam, and no damages were noticed after the mc was reshaped. No kinks were noted in the mc that may have contributed to the event. No balloon or stent remodeling product was used during the procedure. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. The target site was the acom with a bifurcating aneurysm that measure 8mm and neck of 2.3mm. The patient presented with sah. Medication given consisted of heparin. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that resistance was encountered during insertion of the orbit rdfl complex fill coil ((B)(4)) through the proximal shaft of the sl-10(boston) microcatheter (mc). Additional force was utilized to advance the coil/delivery system and the coil stretched. After the event, the entire coil and delivery system was removed from the patient without any issues. The same mc was used to complete the procedure. The mc was re-shaped prior to use with the shaping mandrel and steam, and no damages were noticed after the mc was reshaped. An adequate continuous flush was maintained through the mc at all times. No kinks were noted in the mc that may have contributed to the event. The target site was the anterior communicating artery (acom) with a bifurcating aneurysm that measure 8mm and neck of 2.3mm. The patient presented with a subarachnoid hemorrhage (sah). A non-sterile orbit rdfl complex fill coil was received coiled inside of one a plastic bag. The hypotube was inspected and it was found without damage. The introducer was received zipped without damage. The support coil and gripper were received inside of the introducer. The support coil was found without damage while the gripper was found with a twisted condition. The embolic coil was not received for evaluation. The gripper was inspected under microscope and the twisted condition found on the visual analysis was confirmed. The od from the delivery tube was measured and was found within specification. One lab sample prowler select plus microcatheter was flushed using a lab sample syringe (nipro), after that the received trufill dcs orbit delivery system was introduced into the microcatheter and without the missing embolic coil and despite the damages found on the gripper, the trufill dcs passed through the lab sample microcatheter; it was advanced smoothly through to the distal tip of the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With functional testing no resistance advancing the returned delivery system through a lab sample microcatheter was encountered. The reported stretched coil could not be evaluated since the coil was not returned for analysis; however, it was reported that the coil and delivery system were removed from the microcatheter without any issues. Although the root cause of the resistance and damages on the gripper and the reported stretched coil cannot be conclusively determined, based on the report that additional force was utilized in attempt to advance the coil, it appears that procedural factors contributed to the reported stretching of the coil and the gripper damage. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. Based on the analysis of the returned device and the device history records, there is no indication of any manufacturing issues related to the reported event or damages found on the returned device. In addition inspections are in place to prevent devices this type of failure from leaving the facility. Therefore no corrective action will be taken at this time.